Event description:
During the implant procedure of the subject device, the physician reported a connection problem relative to the atrial (sonr) channel. Reportedly, when attempting to tighten the associated set-screw, clicking of the torque-limiting screwdriver was not heard. The physician was unsuccessful to loosen the set-screw, and pulling on the lead did not allow removal. It was indicated that the lead was left in the port, since it seemed secure and all lead measurements were within normal limits.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.